Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic assisted total gastrectomy procedure, on the fourth firing, a white fragment fell into the patient cavity. It was able to be retrieved but the surgeon were unable to recognized if the fragment was really came from the handle. There was no patient injury.